Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient who was receiving morphine at an unknown dose/concentration at the time of the event via an implantable pump for spinal pain. It was reported that, in (B)(6) 2015, the patient was under the care of a previous hcp and their morphine dose was "too high". The patient had felt dizzy, was wobbly, had a medicinal taste in his mouth and was falling. Their dose was reduced by twenty percent and their symptoms improved. No further information related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.